Manufacturer narrative:
Upon investigation of the complaint, it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Zimmer biomet complaint number - cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated report; 0001822565-2017-01722. Medical products - all poly patella size 1 8 mm thickness catalog# 00542000801 lot# 62086373, articular surface congruent "size 1 2 right 9 mm height" catalog# 00542402109 lot# 62043237, gender solutions female (gsf) femoral component nonporous size 1, right catalog# 00541401402 lot# 62068204. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient underwent a right initial knee arthroplasty. Subsequently, the patient allegedly reports pain and a rash over the right knee. Patient's allergy test results allegedly confirm the patient is allergic to chromium and nickel. No revision procedure has been reported to date.